Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/24/2019. The customer troubleshooting with technical support. The customer found the issue was with the o2 supply and corrected the issue.

Event description:
It was reported that the ventilators tidal volume was not appearing. There was no patient involvement.